Event description:
It was reported that the arm on the 9800 system is swinging left to right (wig-wag issue. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. A wig-wag brake assembly was ordered and will replace the existing assembly when rec'd. It is believed that this replacement will address the noted issue. If any additional info is rec'd that indicates otherwise a report will be filed as required.